Event description:
During a transcatheter aortic valve replacement procedure the perclose device failed. A femoral artery cut down was required at the end of the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).